Event description:
Patient called on (B)(6)2012. Reporting the device is beeping. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).